Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: moc noticed that there was air in the tubing of a kangaroo pump 2x, and notified the rn. When the rn entered the room there was still plenty of formula in the actual bag, however there was air noted to be in the tubing. Moc verbalized that this happened yesterday as well and the pump and bag were changed out yesterday. The rn called biomed and labeled pump as defective. New kangaroo pump and tubing were hung. No issues thus far with new set up.